Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a replace now battery alarm. The customer¿s blood glucose level was above 130 mg/dl. The customer stated that they had problem with battery. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the pump requires brand new or fully charged batteries to work effectively. The customer was advised to monitor the pump and call if problems persist. The insulin pump will not be returned for analysis.